Manufacturer narrative:
The driver was rec'd at the MFR for eval, and the reported condition of the device running on its own was duplicated. Based on the investigation details, the likely cause was corrosion and problems with the potted trigger assembly, which was replaced along with the motor, driveshaft, and other components. Service repaired and returned the device to the customer.

Event description:
It was reported that the driver continued to run on its own during a surgical procedure. The case was completed successfully with another device. There was no medical intervention. There were no adverse consequences reported as a result of this event.